Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The device was successfully implanted. 8 hours post procedure, the patient became symptomatic. An ultrasound was performed and showed a pericardial effusion. A pericardiocentesis was completed and 500ccs of fluid was removed. The patient was reported as stable and discharged from the hospital. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the patient became hypotensive post procedure. The pericardial effusion was observed in the pericardial space.

Manufacturer narrative:
An event of pericardial effusion and hypotension after the amulet implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.